Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with no delivery alarm. The blood glucose was 101 mg/dl at the time of the incident. Troubleshooting steps were guided for no delivery alarm. Customer reported that, the alarm did not occur during manual prime. Customer stated he did not hear the no delivery alarms nor did he clear them out. High pressure test on pump for no delivery failed the first time and at 4.2 units the second time. During troubleshoot for the no delivery, the pump had excessive no deliveries that occurred during the morning boluses that the customer stated he was not aware of no delivery. Customer states they have tried all remedies and do not want to troubleshoot. Customer advised to replace and discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.